Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va05te3, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va02tb3, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: neu_ptm_prog, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient passed out in the lavatory today and were taken to the hospital where a CT scan was done. The reporter stated they told them to call the manufacturer before going through with the CT scan. It was noted the patient¿s implantable neurostimulators (ins) were no longer functioning since the scan. It was further noted the patient used their programmer this morning and they saw ¿on, ok.¿ the reporter stated they had been trying to connect with their inss since after the CT scan and they had been getting the poor communication screen. Additional information was requested, but was not available as of the date of this report.